Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issues - technical error codes indicating disabled valves and communication error, were not reproduced during troubleshooting and no parts have been replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error codes may indicate that the valves_disabled signal has stopped power supply to gas modules and safety valve (ventilation disabled). Control system error indicates control board control error or communication with monitoring board lost due to software or hardware failure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).